Event description:
It was reported that a customer emailed support requesting review of logs related to a dexcom g7 and to understand what could have caused a low glucose event; the agent planned to review the log and follow up with blood glucose questions, with no alerts or alarms noted. Symptoms included hypoglycemia. Outcomes included no additional impacts reported. Investigation included review of available device data and customer follow-up to obtain additional context. Investigation of this case revealed the cause of hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.